Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 296 mg/dl and the sensor glucose was 79 mg/dl at the time of the incident. The customer also stated that the insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was below unknown. The suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test sensor passed per specification. Also, we performed bicarbonate buffer test and sensor failed per specifications due to high readings.